Event description:
It was reported that the remote monitor did not turn on. The power cord was replaced and it was confirmed that the monitor worked with the new power cord. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.